Event description:
It was reported that a patient was revised approximately nine and a half months post implantation due to dislocation, torn quadriceps tendon, instability, bursitis, and effusion. The bearing and polyethylene were exchanged and quadricep repair done without complications. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-00617. Medical product: femoral component item# 00588001501 lot# 64690229; tibial component precoat size 5 item# 00588000500 lot# 64649277; stem extension straight long 17mm dia x 155mm length; item# 00598801117 lot# 62402003; trabecular metalâ¿¢ distal femoral augment block item# 00549003520 lot# 64440866; trabecular metalâ¿¢ distal femoral augment block item# 00549003520 lot# 64301071; stem extension straight 15mm dia x 100mm length item# 00598801015 lot# 63272518; trabecular metalâ¿¢ tibial half block augment tapered left lateral / right medial with screws item# 00544800538 lot# 63398128; trabecular metalâ¿¢ tibial half block augment tapered right lateral / left medial with screws item# 00544800528 lot# 64486545; customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of provided medical records identified no complication from the previous surgery. Preoperative diagnoses include dislocation of polyethylene rotating hinged knee, torn quadriceps tendon, instability, chronic prepatellar bursitis with prepatellar effusion, hypertrophic skin incision. Scar tissue was noted during surgery and removed. Patella, tibial plate, and femoral implants were intact with no issue. Therefore, the surgeon replaced disassociated hinge system and articular surface. No complications were noted during this revision surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.